Event description:
This case is cross-referenced with case ID: (B)(4) (related complaint; occurred in the same hospital and consists of the same reaction). This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician (orthopedic specialist). This case concerns about (B)(6) year-old female patient who initiated treatment with synvisc one and experienced synovitis. The patient's past drugs, concurrent conditions and concomitant medications were not reported. The patient did not have any significant medical history and did not receive any concomitant medication. On an unspecified date in (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml, taken once in the right knee (lot/batch number and expiration date not provided) for patellar chondropathy. The patient had not previously received treatment for chondropathy. It was reported that no synovial effusion was removed prior to synvisc one administration, since there was not. On an unspecified date, 3-4 days after synvisc one administration, the patient started to experience synovitis in her right knee. It was reported that effusion was removed for cellular count in order to rule out infection and it was confirmed that there was no infection. The reporter confirmed that he did not suspect of a quality defect. On an unspecified date in 2015, the patient recovered of synovitis. It was reported that it took about 4 months to recover from the synovitis. Corrective treatment: oral corticoid (nos). Outcome: recovered/ resolved. Causal relationship as per reporter: related (definite causality). A pharmaceutical technical complaint (ptc) was initiated and the result was pending. Seriousness criteria: required intervention. No further information was provided.

Event description:
This case is cross-referenced with case ID: (B)(6) (related complaint; occurred in the same hospital and consists of the same reaction). This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician (orthopedic specialist). This case concerns about (B)(6) year-old female patient who initiated treatment with synvisc one and experienced synovitis. The patient's past drugs, concurrent conditions and concomitant medications were not reported. The patient did not have any significant medical history and did not receive any concomitant medication on an unspecified date in (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml, taken once in the right knee (lot/batch number and expiration date not provided) for patellar chondropathy. The patient had not previously received treatment for chondropathy. It was reported that no synovial effusion was removed prior to synvisc one administration, since there was not. On an unspecified date, 3-4 days after synvisc one administration, the patient started to experience synovitis in her right knee. It was reported that effusion was removed for cellular count in order to rule out infection and it was confirmed that there was no infection. The reporter confirmed that he did not suspect of a quality defect. On an unspecified date in 2015, the patient recovered of synovitis. It was reported that it took about 4 months to recover from the synovitis. Corrective treatment: oral corticoid (nos). Outcome: recovered/ resolved. Causal relationship as per reporter: related (definite causality). A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention. No further information was provided. Additional information was received on 27-oct-2015. Global ptc number and ptc results were added. Text was amended accordingly.